Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 13 mg/dl. Cause of bg level was unknown. Bg was treated with intravenous saline, glucagon, and complex carbs. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.